Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, diabetes mellitus, xerostomia, immediate implantation, pain, swelling, abscess, inflammation, mobility. After implant placement patient had pain and swelling. For 2 weeks, final result removal.